Event description:
The patient experienced a shocking sensation. She was to go back to her implanting physician for treatment. Further follow-up with the hcp was not possible; the hcp is unknown.

Manufacturer narrative:
(B) (4).